Event description:
Patient had fiberwire implanted in the leg region. Six months post op the patient presented with some type of infection/reaction. The actual part number involved remains unknown. The catalog number referenced was used for reporting purposes only. This is the second of two events involving the same surgeon. This device is used for treatment.